Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium: on (B)(6) 2019, the breasts are heterogeneously dense, which may observe small masses. There is no significant abnormality. Mammogram: on (B)(6) 2019, uterus cervix, bilateral and ovaries, mild acute and chronic cervicitis with squamous metaplasia and nabothian cyst formation. Uterine corpus with secretory phase endometrial extensive adenmyosis and a1 intramural leiomyoma. Ultrasound pelvis: on (B)(6) 2019, 1. Heterogeneous uterine myometrium consistent with history of adenomyosis. At least 1 small hypo echoic fibroid is identified at 11 mm in size. 2. No endometrial or cervical pathology is apparent. 3. Unremarkable ovarian exam with small follicles. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium on (B)(6) 2019: the breasts are heterogeneously dense, which may observe small masses. There is no significant abnormality. Mammogram on (B)(6) 2019: uterus cervix, bilateral and ovaries. Mild acute and chronic cervicitis with squamous metaplasia and nabothian cyst formation. Uterine corpus with secretory phase endometrial extensive adenmyosis and a1 intramural leiomyoma. Ultrasound pelvis - on (B)(6) 2019: heterogeneous uterine myometrium consistent with history of adenomyosis. At least 1 small hypo echoic fibroid is identified at 11 mm in size. No endometrial or cervical pathology is apparent. Unremarkable ovarian exam with small follicles. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.